Manufacturer narrative:
Please note that the initial reporter sent report to FDA using MFR report #: 1000517466-0037-12. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that two pts ((B)(4)) received cornea transplants form the same donor ((B)(4)). Pt (B)(4) developed endophthalmitis. Enterococcus was identified on the donor cornea rim culture. Pt was treated with vancomycin and vitrectomy; however the infection did not clear and pt was enucleated. Additional information has been requested. This report is for pt (B)(4) involving the pt's right eye. Please reference MDR#: 1119279-2012-00173 for pt (B)(4).